Event description:
It was reported to philips that a disk full error caused storage and communication issues on a allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)